Manufacturer narrative:
The device was not returned for evaluation.

Event description:
It was reported that the transducer reading was drifting high after zeroing. Reportedly, there were no pt complications or injuries.